Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right inguinal herniorrhaphy, the surgeon was not able to squeeze the handle and ex perienced loading issues; the clip applier had a couple of clips but then it jammed and would not let out more clips. The ligation was performed with manual suture to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the presence of clips in the instrument tube. The clip counter was not active. Two clips were malformed and jammed, one was (s shaped) in the jaws. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when a side load is applied to one side of the instrument jaw, pushing the jaw past the center line of the tube prior to actuating the handle (wedge plate activation). This can in some circumstances, causing one of the clip legs to become caught outside of the jaw, resulting in clip malformation as observed upon handle cycling. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid excessive twisting of jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.